Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that a 2.5x15mm xience xpedition stent delivery system (sds) was advanced with resistance to the heavily tortuous, 2nd obtuse marginal coronary artery, heavily calcified lesion. During advancement and before the device exited the guide catheter, the hypotube separated. All was removed as a single unit and the patient was re-wired. Following, both a 2.75x28mm xience xpedition sds and a 2.75x15mm xience xpedition sds failed to cross due to anatomy. Following rotablater use, a xience xpedition stent was implanted successfully. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.